Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's blower chassis and system board tubing, system board and oxygen blending module board and harness need to be replaced to address the issue.